Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), vessel closure occurred. The target lesion was located in the left anterior descending artery (lad) and was treated using three passes with the oad. Following atherectomy, the pressure of the patient decreased. Upon removal of the device, the vessel shut down and the patient became unstable and bradycardic due to pulmonary edema. Medication was administered and balloon angioplasty and stent placement were performed to resolve flow. Oxygen was administered and the patient was in stable condition following the procedure.